Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl shut down while in use and could not be turned on anymore. No patient consequences reported.

Manufacturer narrative:
The information received from the customer indicated a failure of the power supply. Therefore the suspected ac-dc power supply unit was requested in addition to the log file for investigation. The logged entries do not show power supply related alarms. The suspected ac-dc power supply was therefore further investigated. It could be seen that the ac-dc power supply worked on mains supply and with external batteries but had no function with internal batteries. Two broken copper paths were found on the pcb of the ac-dc power supply which led to the failure of the power supply on internal batteries. The underlying root cause for the broken paths could not be determined. Visual analysis only showed that the pcb of the power supply had some corrosion residues which may have been caused by inappropriate environmental conditions. In case the power supply fails during use while running on internal batteries, the device alarms, ventilation will be stopped and the device will open the airway system in order to allow the patient to breath spontaneously. Ventilation with an alternate device may become necessary.

Event description:
Please refer to the initial-report.